Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room with chest pain. It was found that the right ventricular (rv) lead had t-wave oversensing (twos) post pace on the current egm (electrogram) and non-sustained ventricular tachycardia episodes, which resulted in decrease of biv (biventricular) pacing every other beat. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the patient was later seen in the clinic and reprogramming was done for the right ventricular (rv) lead.